Event description:
The rptr's daughter stated that her mom got an er1 message about one month ago while doing a blood test. She did not understand what the message meant. She stopped using the meter because she does not base her insulin dose on meter readings. She did not seek medical advice.